Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a cracked belt clip slot and a missing end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and the numbers on the display scrolled without input. The alarm was not resolved when the customer removed the battery and put it back in. The blood glucose reading was 248 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.